Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the left anterior descending (lad) artery. Lesion characteristics and clinical factors are unknown. A 16x4.00mm liberte bare stent delivery system (sds) was advanced to the lad and would not cross the lesion. When the sds was withdrawn it was noted that the stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.